Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was noted that the tip of the probe broke off. The broken pieces were able to be retrieved. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that the instrument is broken at the level of the ball tip. No defect has been identified at the level of the breakage. The breakage is consistent with the application of local bending force. Such local bending force is consistent with the tip of the instrument embedded in a solid material and bent laterally multiple times until damaging the metal and breakage.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.